Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in gel prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: customer found black colored foreign material inside gel of sst.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter was observed. An ftir spectrum was collected on the sample using an ft-ir-atr. The foreign matter spectrum most closely resembles polypropylene. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered in gel prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: customer found black colored foreign material inside gel of sst.